Manufacturer narrative:
(B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon product (tension free vaginal tape ¿ obturator) involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon product involved? Citation: can urol assoc j. 2017; 11(8): 275-80. Doi: http://dx.doi.org/10.5489/cuaj.4243 please see referenced article attached. (B)(4).

Event description:
Title: an in-house composix¿-based pubovaginal sling trial for female stress urinary incontinence: five-year comparative follow-up to tension-free and transobturator vaginal tapes the authors compared the efficacy of three slings in the long-term treatment of stress urinary incontinence (sui) using tension-free vaginal tape (tvt; n-34), vaginal tape-obturator (tvt-o; n-34; age: 61.4 years), and an in-house two-layered polypropylene mesh with a submicronic polytetrafluoroethylene (n-60). The primary endpoint was the objective measurement of continence (24-hour pad test). Secondarily, the authors measured the satisfaction and complication rates. This prospective, non-randomized study included 128 patients with sui. In the tvt-o group, the authors used gynecare tvt-o obturator system (ethicon). The tvt-o approach also proceeds through a midurethral dissection, however the synthetic tape is passed transvaginally through the obturator foramen rather than the retropubic space using a safety-winged guide. In the tvt-o group, reported complications included seroma (n-1), de novo urgency (n-1), urinary retention (n-1), persistent post-operative pain (n-1), extrusion (n-1), erosion (n-1), and sling removed (n-4). This single-surgeon cohort with five-year follow-up demonstrated a large improvement and maintenance of continence in all three surgical groups. The composix-based sling provided comparable continence outcomes at a fraction of the cost; however, its increased morbidity and higher complication rate raise concerns over future use.